Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that (clinical study) following a cardiomems sensor implant, the patient's hospitalization was prolonged due to refractory congestive heart failure. Patient was treated with IV diuretics and inotropic support. Issue has been resolved. The implant procedure was completed without complication. According to the clinical study, this event is not related to the device, but is possibly related to the procedure.